Event description:
It was reported that the deep brain stimulation (dbs) patient experienced edema around the lead placed in the left hemisphere approximately two days after being implanted. The physician assessed the event to likely be a response to the implantation of a foreign body. The patient was prescribed steroids.